Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Describe any medical/surgical intervention including dates and surgical findings. Was the device removed? If so, please date and details of the re-operation. Other relevant patient history/concomitant medications product code and lot # will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on an unknown date. Following the procedure, the patient experienced 2 cm exposure of mesh vaginally causing vaginal discharge. The patient underwent excision of exposed portion of vaginal mesh. Additional information has been requested.